Event description:
Bilateral capsular contracture, baker grade 3, right side.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 1.7g over specification.